Manufacturer narrative:
(B)(4), date sent to the FDA: 6/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qjbbql and no non-conformances related to the reported complaint condition were identified. Additional information: d4, h4, h6. Additional h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that seventeen unopened samples of product code eh7384 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the complaint sample was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, at time of submission, evaluation not yet in complete status and therefore not reported in the initial medwatch. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: did the "needle came off the thread" during use on the patient? Or did it came off upon handling/dispensing before use on the patient? - during suturing. Could you please provide the lot number? - qjbbql. Was procedure successfully completed? - yes. Procedure name and event date? - suturing mucosa; event date is unknown. Device return status/follow up - product is in transit to loc.

Event description:
It was reported that the patient underwent an unknown procedure in 2021 and the suture was used for suturing the mucosa. During suturing, the needle came off the thread. The procedure was completed successfully. There were no patient consequences.